Event description:
Device 2 of 2. Ref MFR report; 1627487-2013-03942. It was reported the pt has not used her scs system for over 3 years and her pain has progressed. Subsequently, the pt's scs ipg was replaced due to being non-functional. Additionally, the scs lead was relocated. Effective stimulation was confirmed, the pt was programmed in recovery and is "doing well". F/u identified the pt lost stimulation approx 3 years ago.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.